Event description:
Pdi adhesive tape removal pads were used to take off the tegaderm over my chest port. I inhaled the smell of the wipes. I had problems breathing, felt light-headed, and the skin got irritated. Pdi adhesive tape removal pads contain naphtha (with benzene). My infusion supply pharmacy used to supply uni-solve wipes. Pdi tape removal wipes are marketed as "for professional and hospital use". According to (B)(6) there are no safe levels of naphtha exposure. Using these wipes on arms may be fine, away from the nose, but if used on the chest, it is impossible to inhale the vapors. My infusion supply pharmacy has removed uni-solve wipes from their formulary and forces me to use pdi tape removal wipes: use: to remove adhesive tape from skin. Contents: c11-12 isoparaffin, petroleum naphtha, isopropyl alcohol, isopropyl palmitate, isopropyl myristate, isopropyl stearate. Warning: avoid eyes- if pad comes in contact with eyes flush with water, call physician. Do not use on neonatal or irritated skin.-end of quote. Lot number 11900358. Quantity 1 pad. How was it taken or used: wiped on chest/tegaderm.